Event description:
A 17-year-old male experienced primary heart failure following heart transplant surgery on 20-mar-99. Viaspan was used for organ preservation. The pt's past medical history is significant for dilatative cardiomyopathy and congestive hepatic insufficiency. The pt underwent a second transplant surgery which was successful. The viaspan available to the transplantation unit were from lot numbers d8 f16, d8 f25, and d8 i22. The viaspan was not filtered and viaspan was not flushed from the donor organ prior to transplantation. The rptr thought that there was a possible relationship between the heart failure and viaspan. The dupont pharmaceuticals co is both the MFR and distributor for viaspan.